Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The blood glucose level was 555 mg/dl at the time of incident and current was 111 mg/dl. The customer declined the high blood glucose troubleshooting. It was unknown whether automode was active at the time of high blood glucose or not. The device will not be returned for the analysis.